Manufacturer narrative:
The device was received for evaluation with no fill port cap. Visual inspection on the returned sample revealed that the fill port was detached from the fill port tubing. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag was damaged. During filling, the tubing connector was observed ¿damaged¿ (not further specified). There was no patient involvement. No additional information is available.